Manufacturer narrative:
Sections d9 and h3 were updated. The test strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There were no obvious signs of damage or contamination. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii instrument with rf card. The initial result was 21.0 mmol/l. A 2nd test was performed 3 minutes later and the result was 11.1 mmol/l. The 2nd test result was believed to be correct.

Manufacturer narrative:
The inform ii meter serial number was (B)(6) qc was acceptable. The patient did not have any glycerin cream on his hands. The test strips were requested for investigation.